Manufacturer narrative:
The following information has been updated/corrected: b.3. Date of event:(B)(6) 2020. H.6 investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. H.6. Imdrf annex b codes: b22 h.6. Imdrf annex c codes: c20 h.6. Imdrf annex d codes: d15

Event description:
It was reported that the bd phaseal optima connector (c35-o) experienced a connector that was loose or separation of connector and injector.the following information was provided by the initial reporter:material no: unknown batch no: unknownwhen I entered the room, I found the tacro tubing on the floor. The connector got disconnected from injector. The connector and blue cover on the floor with tubing intact.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal optima connector (c35-o) experienced a connector that was loose or separation of connector and injector. The following information was provided by the initial reporter: material no: unknown batch no: unknown. When I entered the room, I found the tacro tubing on the floor. The connector got disconnected from injector. The connector and blue cover on the floor with tubing intact.